Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the water flowed out of the inflation valve when the syringe was removed during pretest.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual inspection noted one temperature sensing catheter was received. No obvious defects were noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 70:30. The solution did not leak out of the inflation valve. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The active length of the catheter balloon was measured (0.6855") and found to be within specification (0.60" - 0.90"). A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water flowed out of the inflation valve when the syringe was removed during pretest.